Manufacturer narrative:
Concomitant medications included clopidogrel at pre/post procedure and aspirin at pre procedure and at discharge. Complaint conclusion: this (B)(6) female enrolled in the (B)(4) registry experienced a transient ischemic attach (tia) twenty four days after the carotid index procedure. Pre-procedure nih stroke scale was 2, stroke scale score was 2 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right distal internal carotid artery. The lesion was described as 10mm in length, moderately calcified and arch type ii. The reference vessel was 4.0 in diameter with severe vessel tortuosity. A non-cordis embolic protective device was deployed and a 7.0 x 30mm precise pro rx was implanted at the target lesion. No debris was noted in the filter basket. No air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. One day post index procedure, the nih stroke scale score was 2 and the stroke scale score was 2. The patient was discharged the day after the index procedure. Concomitant medications included clopidogrel at pre/post procedure and aspirin at pre procedure and at discharge. Then, twenty-four days after the procedure, the patient experienced sudden dysarthria and left hemiparesis. The patient was not medically treated but was admitted in the hospital for observation. The event was diagnosed as a tia. The symptoms were present for more than 24 hours and have partially resolved with minor residual. Nine days after the onset of the tia, the nih stroke scale score was 4 and the stroke scale score was 3. The patient¿s medical history includes hyperlipidemia, severe aortic /mitral valve disease and hypertension. The stent remains implanted thus unavailable for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information received indicated that the patient was diagnosed with an ischemic stroke with an event date of (B)(6) 2014. A CT scan on (B)(6) 2014 revealed no acute intracranial hemorrhage or acute major territorial infarct, noting chronic left thalamic lacunar infarct and a lacunar infarct involving right cerebella hemisphere. Carotid ultrasound on (B)(6) 2014 showed a right ica stenosis of 50% to 79% and a 50% stenosis on the left. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, a patient experienced a transient ischemic attach (tia) twenty four days after the carotid index procedure. Pre-procedure nih stroke scale was 2, stroke scale score was 2 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right distal internal carotid artery. The lesion was described as 10mm in length, moderately calcified and arch type ii. The reference vessel was 4.0 in diameter with severe vessel tortuosity. A non-cordis embolic protective device was deployed. A 7.0 x 30mm precise pro rx was implanted at the target lesion. No debris was noted in the filter basket. No air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. One day post index procedure, the nih stroke scale score was 2 and the stroke scale score was 2. The patient was discharged the day after the index procedure. Concomitant medications included clopidogrel at pre/post procedure and aspirin at pre procedure and at discharge. Then, twenty-four days after the procedure, the patient experienced sudden dysarthria and left hemiparesis. The patient was not medically treated but was admitted in the hospital for observation. The event was diagnosed as a tia. The symptoms were present for more than 24 hours and have partially resolved with minor residual. Nine days after the onset of the tia, the nih stroke scale score was 4 and the stroke scale score was 3.

Manufacturer narrative:
Complaint conclusion updated: per the adjudication committee, this (B)(6) female enrolled in the (B)(4) registry experienced an ischemic stroke twenty four days after the carotid index procedure. The site had previously reported the event a transient ischemic attach (tia). Pre-procedure nih stroke scale was 2, stroke scale score was 2 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right distal internal carotid artery. The lesion was described as 10mm in length, moderately calcified and arch type ii. The reference vessel was 4.0 in diameter with severe vessel tortuosity. A non-cordis embolic protective device was deployed and a 7.0 x 30mm precise pro rx was implanted at the target lesion. No debris was noted in the filter basket. No air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. One day post index procedure, the nih stroke scale score was 2 and the stroke scale score was 2. The patient was discharged the day after the index procedure. Concomitant medications included clopidogrel at pre/post procedure and aspirin at pre procedure and at discharge. Then, twenty-four days after the procedure, the patient experienced sudden dysarthria and left hemiparesis. The patient was not medically treated but was admitted in the hospital for observation. The event was diagnosed as a tia by the site. The symptoms were present for more than 24 hours and have partially resolved with minor residual. Per the adjudication minutes, the CT scan on (B)(6) 2014 revealed no acute intracranial hemorrhage or acute major territorial infarct, noting chronic left thalamic lacunar infarct and a lacumar infarct involving right cerebellar hemisphere. Carotid ultrasound on (B)(6) 2014 showed a right ica stenosis of 50% to 79% and a 50% stenosis on the left. Nine days after the onset of the neurological event, the nih stroke scale score was 4 and the stroke scale score was 3. The patient¿s medical history includes hyperlipidemia, severe aortic /mitral valve disease and hypertension. The stent remains implanted thus unavailable for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Per the carotid ultrasound, the right ica stenosis of 50% to 79% and a 50% stenosis on the left were identified. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore no corrective and preventive actions will be taken at this time.